Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During evaluation of the device by a field service engineer, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During evaluation of the device by a field service engineer, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported information receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During evaluation of the device by a field service engineer, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.